Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a broken screen display. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of broken screen display was confirmed during product evaluation. The root cause was assigned to a damaged main display. The lcd display was replaced in order to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. This issue is being investigated through CAPA.